Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported issue. The fse was able to confirm the issue by performing a wash prime and noted the sensing error occurred on all four b/f (bound free) probes. The fse performed a wash solution detection on all four probes and noted good sensing on the sensor board. The fse inspected the wash reagent bottle and discovered the connecting lines, in the wash and diluent solution bottles, were switched. The fse cleaned the lines and placed the lines in the correct order. The fse then performed several wash and diluent primes to purge the correct reagent through the system. The fse validated the analyzer by utilizing customer-prepared controls for quality control (qc). Qc results passed within the manufacturer's published ranges. The aia-2000 analyzer conformed to the manufacturer's performance specifications and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 10mar2018 to aware date 10apr2019. There were no similar complaints identified during the search period. The aia-2000 operator's manual states the following: 6.2.2 maintenance routine. Priming the substrate line. Prime the substrate line with the substrate. Flush the wash solution. Flush out any wash solution remaining in the wash lines. The following error. Messages appear if the wash solution are not properly flushed. "2239: b/f probe 1 flush failure" appears when b/f probe 1 flush fails. "2240: b/f probe 2 flush failure" appears when b/f probe 2 flush fails. "2241: b/f probe 3 flush failure" appears when b/f probe 3 flush fails. "2242: b/f probe 4 flush failure" appears when b/f probe 4 flush fails. These messages indicate that air was not completely flushed from the wash solution lines. If errors occur, press the b/f probe key on the aia-2000 sheet key, open the cover and check b/f unit for possible causes of the malfunction. After this, click prime wash solution button on the operation panel (toolbar) to repeat the flush procedure until the lines are full and the errors stop. Contact a tosoh service center or local representatives if error messages still appear after flushing 5 times or more. Overview of system operation: installing wash solution. Note that the wash solution tank has the same shape and size as the diluent tank. Be sure to select the one of the correct color of the wash solution tank to be highlighted as orange. Selecting the wrong tank will directly affect assay results. Installing diluent tank. Note that the diluent tank has the same shape and size as the wash solution tank. Be sure to select the one of the correct color of the diluent tank to be highlighted as green. Selecting the wrong tank will directly affect assay results. The most probable cause of the reported event is attributed to operator error.

Event description:
A customer reported getting error messages "2239 b/f probe 1 purge failure", "2240 b/f probe 2 purge failure", "2241 b/f probe 3 purge failure", and "2242 b/f probe 4 purge failure" on all four b/f probes while using the aia-2000 analyzer. The customer did not see any fluid overflow from the wash wells, and the waste tank was not full. The customer powered off and restarted the analyzer; however, the errors persisted. The analyzer was not in operation. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.